Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer¿s blood glucose was 121 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected software low level failures alarms noted during testing however, the downloaded history files confirmed software low level failures due to a software error.